Manufacturer narrative:
Manufacturer investigation conclusion: analysis of the submitted log files confirmed brief low flow alarms. The center reported that the low flow alarms were due to nsvt (non-sustaining ventricular tachycardia). A direct correlation between the reported cardiac arrhythmia and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The system controller event log file contains data from 05:41:22 through 11:24:29 on (B)(6) 2020. Brief low flow alarms were captured between 07:20:42 and 07:21:00. Calculated average flow ranged from 1.9-2.4 lpm for these events. Calculated pulsatility index (pi) was slightly elevated during these events, ranging from 8.8-8.9. From 07:21:32 through the end of the file, calculated average flow ranged from 2.8-4.2 lpm and calculated pi average ranged from 2.2-7.4. Several pi events were captured (123 total). No additional atypical events were captured. The pump operated as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the hm3 lvas. Section 1 of this IFU provides an explanation of all pump parameters, including pump flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The report of previously identified thrombosis of the patient's prosthetic aortic valve is captured in MFR # 2916596-2020-06586 . The investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 due to non-sustained ventricular tachycardia arrhythmia. The patient's device had low flow alarms following recent shocks from their implantable cardioverter-defibrillator (ICD). The ICD had been implanted prior to the heartmate device due to pre-existing arrhythmia. The patient had a prosthetic aortic valve that was suspected to be thrombosed, but a computed tomography angiography scan on (B)(6) 2020 showed no evidence of this thrombosis. There were no adverse patient effects related to the suspected thrombosis. The patient had been non-compliant with warfarin and other medications, which had the potential to lead to thrombosis. An echocardiogram on (B)(6) 2020 was concerning for compromise of the heartmate pump, but the site later reported that there was no evidence of pump compromise at that time. The log files recorded 123 low flow/pulsatility index events that occurred on (B)(6) 2020 from 05:41:38 to 10:20:56. The site reported that these low flow/pulsatility index events were most likely caused by the patient's arrhythmias, and they resolved after the arrhythmia was controlled. During these low flow events, the patient experienced near syncopal episodes, which also resolved with the arrhythmia under control. The patient was taking amiodarone and lidocaine as an inpatient, but was non-complaint with amiodarone medication at home. The site attempted to re-educate the patient to push for compliance with anticoagulation and anti-arrhythmic medications. The device operated as expected.